Event description:
It was reported a granuloma occurred. The reporter stated, "yesterday, the patient was diagnosed with the granuloma at the catheter tip." The intrathecal end of the catheter was removed and disposed of. It was unknown to the reporter if the patient experienced any symptoms. The pump was set to minimum rate however, the health care provider (hcp) wanted to stop the pump "until he can get back in the or." The hcp planned to explant the rest of the system. The drug being administered via the device system was dilaudid. It was later reported, the patient started to have increased pain, an upset stomach, and "what appeared to be" withdrawal symptoms in (B)(6). A dye study was performed on (B)(6) 2013 and the hcp was only able to aspirate 0.5 milliliters of cerebrospinal fluid. It was reported, the patient been referred for an MRI and the inflammatory mass was discovered. It was noted when the hcp removed part of the catheter, the distal part wasn't saved. It was reported, the hcp "is going to remove the remaining catheter and the pump in the near future." The reporter confirmed the pump was stopped on (B)(6) 2013. It was also reported, the patient was doing better now. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the reasons for motor-stalls was not known. In regards to patient symptoms, reporter indicated return of symptoms.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2000 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the pump logs were returned and showed motor stalls and motor stall recoveries on the following days: (B)(6) 2012, (B)(6) 2013. The durations of the stalls were 27, 33, and 32 minutes long, respectively.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).